Event description:
It was reported the patient information center ix indicating that the monitors only showing patient names and no heart rhythms for entire hospital. The device was in use on a patient. There was no patient harm reported.

Manufacturer narrative:
The philips remote service engineer (rse) was unable to contact the customer as the provided phone number and email address are invalid. Therefore, the reported issue was unable to be confirmed and the cause of the reported problem is unknown. If additional information is received the complaint file will be reopened.